Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Functional testing identified that the reported "malfunction" was an f_38 alarm. The cause was determined to be defective force sensing resistors (fsrs). To address this issue the fsrs were replaced. The device was restored to good working condition and returned to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump malfunctioned. The type of malfunction or when in the process the it occurred was not specified. There was no patient involvement reported. Additional information is not available.